Manufacturer narrative:
Review of x-rays by the manufacturer revealed a possible lead discontinuity. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high impedance readings at an office visit, indicating a possible lead break. The pt was also experiencing an increase in seizures. The seizure increase was not greater than pre-vns baseline levels. Review of x-rays by the manufacturer revealed a suspicious area at the negative electrode that appears to be a break. Revision surgery is planned.